Event description:
A report was received that the patient had a hematoma at the pocket site and was having difficulty charging the ipg. The physician believed that the ipg was too deep and the hematoma was caused by the procedure. The patient underwent a revision procedure wherein the physician suctioned the blood out of the pocket site and the ipg was repositioned. The patient was able to charge after the revision and was doing well postoperatively.